Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, however unavailable at the time of this report.

Event description:
The user reported that this device failed to charge while in use on a patient. Although there was no harm to the patient, we are reporting this as a serious injury since another defibrillator was retrieved to treat this patient.

Manufacturer narrative:
The user reported that this device failed to charge while in use on a patient. The customer evaluated the device and received remote support from the customer care solution center. The philip rep reviewed the logs and confirmed multiple operational check failures for the charge/shock sequence post event. The event reportedly occurred during clinical use, but there was reportedly no patient harm. Another defibrillator was retrieved to treat this patient. After multiple attempts to contact the customer for additional information with no response, this complaint is being closed with the information provided. The device is no longer in use and will reportedly be returned to philips in a buy back program. The available information is consistent with a malfunction. Multiple efforts were made to collect additional information from the reporter, but no response was received. The cause of the reported malfunction was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.